Manufacturer narrative:
No part has been received by the manufacturer for evaluation. Troubleshooting is currently in progress.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not take a 2d image. The system was rebooted, without resolution. After the reboot, the system began making a beeping sound and the x-ray status bar would not complete to show that the system is ready for use. The use of medtronic navigation and imaging was discontinued because of this issue. The procedure was completed after a delay of less than one hour. No affect on the patient was reported. No additional details were provided.